Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check, the cardiosave intra-aortic balloon pump (iabp) unit alarmed and the customer stated that the touch screen was not working and the power cord is broken. There was no patient involvement.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp for the reported malfunctions. The fse replaced the fan of the compressor and that of the back panel. A fault was then detected on the power management board. The fse stated that the touchscreen was damaged due to the excessive use of liquid product for disinfection of the monitor. There was clearly visible residue. The fse stated that the damage to the power cord was due to incorrect use. A false contact was detected on the printer interface board which prevented the panel fan from communicating correctly with the motherboard. Both the touch screen and the power cord were not replaced. However, per the latest service order provided, the device passed all performance and safety tests according to the company's specifications. The iabp was returned to the customer and cleared for clinical use. A supplemental report will be submitted, if additional information is provided.

Manufacturer narrative:
Investigation type add 3331.